Manufacturer narrative:
Concomitant products: 419678 & 507645 leads implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.